Event description:
Information received via complaint form which states that end-user reported the skin located under the micropore collar presented as red and itchy. Further report indicates that end-user has used this same product for years, and has never had a problem, and that the micropore collar was rigid and not the same as is it normally, as she did not feel it directly on her skin.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that end-user used a steroid cream prescribed by general practioner (gp). No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.